Manufacturer narrative:
Device history record (DHR) - the batch record was reviewed for any anomalies or non-conformances related to the finished device, and none were identified, related to this report. Failure analysis - the returned unit is soiled and fully assembled. Spring and drill testing were completed successfully with acceptable results. The reported disengagement failure could not be confirmed. Root cause analysis - a potential cause of the reported failure may be related to the angle positioning and/or pressure application during use.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the auto release function of codman perforator (ID 261221) did not work while making a burr hole. The procedure was completed with a replacement product available. The dura mater was not damage. The event led to less than 30 minutes of surgical delay. According to information provided, the drill used with perforator is unknown. It is unknown if the drill is electric or pneumatic, if the perforator clicked in place with the drill. It is also unknown if the recommended spring tests were performed between each burr hole.